Event description:
The customer observed false negative vitros hbsag results on one patient sample tested on a vitros 3600 immunodiagnostic system. The patient sample produced a reactive result when tested by a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros hbsag result was reported , however, there was no change in treatment, and no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the true classification of the patient sample in question is considered to be hbsag reactive based on additional hepatitis b assay results and the result from a competitive system. The sample was sent out for sequencing, and was positive for a mutant hbv strain in the patient sample. The customer was asked to process the patient sample using the vitros hbsag es assay which has been designed to detect mutant strains of the hbsag virus that are not always detectable by the vitros hbsag assay. The customer indicated that the sample was positive when tested using the vitros hbsag es assay at an alternate facility. The root cause of the false negative vitros hbsag result was determined to be a mutant form of the hepatitis b virus in the patient sample.